Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance deploying the thumb advancer, failure to split the sheath and metal part outside of the sheath (bent garage leaves) were confirmed based on the returned device condition. The reported sheath stretching was not confirmed based on the returned device condition. The reported firing problem could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. In this case, the reported difficulties appear to the related to device angle placement. As such, the noted calcification does not appear to have contributed to the reported event. The reported difficulties appear to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was resistance advancing the thumb advancer. The sheath did not split easily or as expected and a garage tube leaf bent. The sheath stretched and blocked the slider during thumb advancement. The metal part that guides the clip got stuck by the material of the sheath and pushes the clip outside of the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.